Event description:
The user was implanted in (B)(6) 2022 and had no sound perception at activation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient had no hearing perception during initial activation. Diagnostic imaging confirmed that the complete electrode array had migrated out of cochlea. A re-insertion surgery was performed successfully. Reportedly the recipient has an altered middle ear anatomy, which might have contributed to the observed issue.

Event description:
The user was implanted in (B)(6) 2022 and had no sound perception at activation on the (B)(6) of (B)(6). Per surgical report stated that a full insertion was achieved at implantation but no imaging was performed to confirm this. A subsequent CT indicated all channels were extra cochlear. On the (B)(6) of (B)(6) 2022, the electrode array was re-inserted and secured with nylon sutures to hold the electrode in place. A small piece of muscle and fascia from the temporalis was gently tucked around the electrode. A follow-up CT scan from the (B)(6) would show a full insertion.